Event description:
It was reported to co that the cardiac analysis calculation can have an error of 20-30%. Apparently there is concern that this may lead lead to misdiagnosis of the pt. Evidently this is due to choice of regression factors used in the alogorithm.